Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the front and rear housing was cracked. The investigation found that the pump alarmed and displayed error code 1261 on power up. The investigation determined that an issue with the circuit board was the cause of the reported issue. The circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that there was no patient involvement, the issue was found during testing.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error 1261". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.